Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: visual inspection, the draw rod was confirmed broken at the distal tip. No manufacturing issues were discovered and the device was found to be in the field for 7 years. Conclusion: due to the instrument age, the probable root cause is normal wear.

Event description:
It was reported that; acdf removal of plate. Update 11/15/2017: during a routine plate removal. Patient fused well but was addressing the adjacent level for an acdf. Bone had imbedded in screw head. Tip of instrument broke. All broken fragments retrieved.

Event description:
It was reported that; acdf removal of plate. Update (B)(6) 2017: during a routine plate removal. Patient fused well but was addressing the adjacent level for an acdf. Bone had imbedded in screw head. Tip of instrument broke. All broken fragments retrieved